Event description:
A medtronic representative reported that during a spine surgery, the left and right tactile probes disappeared during navigation. Surgery continued using the stealth station with no impact to the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer.